Event description:
The facility's rep reported an infusion pump that did not deliver as expected, found during pt use with no pt injury or medical intervention. The pump was set up with lactated ringer's on the first channel (per hosp protocol) and pitosin, on the second channel. The rate and volume were not available. The pump read that it was infusing and showed that it was counting up, but after 6-7 hrs, the rn checked the status of the drug and noticed that no drug had been infused. When the nurse opened the pump door to channel 2, she noticed that the blue slide clamp was completely closed off and the tubing appeared "chewed up". The pump was switched out when the condition was noted and the pt delivered within the hour. Although attempts were made by baxter to obtain additional info from the reporting facility, details were not available regarding pt demographics. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event. No additional contact info was provided.

Manufacturer narrative:
The pump has been received for evaluation but the evaluation is not yet complete. Once the evaluation is completed, or if additional info is received, a follow-up report will be filed.